Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system successfully passed all initialization steps. The user performed the gas change and the scanner test and performed the needed energy check and eye tracker test without any issue. The fluence test failed. The fluence test was performed with a measured depth of hundred and eight decimal microns. The second fluence test was performed without issue. The logfile shows two successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check. The logfile shows that the reported treatment for the right eye was performed successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A company representative review was performed based on the provided treatment and clinical data, and states as follows, difference pachymetry shows after three months seventy-five microns in the middle of the pupil which confirms the treatment ablation (seventy-seven microns in in treatment report). Bleeding in the live image ninety percent is visible below the pupil (superior for patient). This reduces the optical zone of the cylinder correction in superior area, creating a stepped transition on the cornea. Epithelial map and optical coherence topography was requested. Should further information be provided, this complaint will be reopened and amended as needed. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the patient was treated with trans photo refractive keratometry, unfortunately the result was not satisfactory and patient had central hemorrhage in the right eye of the patient after surgery. A residual stromal calculation showed three hundred fifty microns. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.